Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the erbe generator was not working. The customer stated that they saw a question marks on everything. Site has already power cycled the erbe, power cycled the system and swapped out instrument energy cords. Tse also recommended to reseat the rcb cable on the back of the generator, but the issue remained. Site attempted to get a 3rd party generator to work but was unsuccessful. Surgeon elected to get the tower swapped out. Tse stayed on the line until the tower was swapped out and the surgeon took control. The procedure was converted to another da vinci system with no reported injury with a procedure delay of over 30 minutes.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue but still replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi received the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection there were no issues found that would be related to the reported event. The iesu was tested using a known working system, and on startup, the unit displayed m-02-3,3-71. Fa concluded that root cause could be attributed to this issue m-02-3 module timeout. The probable root cause of error m-02 is attributed to a faulty component of the erbe generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.